Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "clear up stream occlusion"; this condition had the potential to interrupt delivery. This condition was found in the ER department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "clear up stream occlusion" was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: baxter discontinued service and ceased all design related support on flo-gard 2m8063 ((B)(4)) and 2m8064 ((B)(4)) in the u.s. Region as of december 31st, 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.